Event description:
A hospital in (B)(6) reported that the blue glider of the bc180 nasal tubing was broken. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the blue glider of the bc180 nasal tubing was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint bc180 nasal tubing is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint bc190 nasal tubing was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the complaint device was returned in its sealed original packaging. One side of the blue glider was found to be broken, and the broken piece was still inside the packaging. A lot check was not performed as no lot number was provided. Conclusion: the headgear or bonnet attaches to the glider to hold the nasal prong in place. Inspection of the broken section shows a clean cut partially thru the glider stem. This weak point may have possibly been present when the bc190 was assembled and subsequently contributed to the blue glider breaking. We are unable to determine the root cause of the fault. Some likely causes include material drying and impurities, cracks, acetal and uv light, tool surface finish degradation or stressing of the glider while in transit.